Manufacturer narrative:
Initial and final MDR 2584398 - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue with three infusion sets on (B)(6) 2026. The infusion set fell off during use. The infusion set was used for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.